Event description:
It is reported that the pt was revised due to pain, swelling, and infection. This is a two stage revision with the second stage being completed on (B)(6) 2010.

Manufacturer narrative:
Primary operative notes were reviewed with no issues noted. Revision surgery was performed following pain and swelling. The operative notes indicate loosening of femoral components. The tibial and femoral components were removed following which articulating antibiotic spacers were inserted. Complete removal of dead tissues along with complete synovectomy was performed. Single-use, sterilized device mfg or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore it is highly unlikely that the specified device caused any pt infection. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.